Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient can feel a tingling sensation of ¿stimulator bugs¿ several times a day. The patient stated that it feels like the ins is turning on and off on its own. The patient original reported that adaptive stimulation was turned off, but later reported that they had been using adaptive stimulation and only had turned it off recently. The manufacturer representative reprogrammed the stimulation to high frequency so that the patient would have better relief and not feel the ¿bugs.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep programmed the ins on hd settings and used different settings because the patient wasn't getting the relief they wanted. No further complications are anticipated.